Event description:
The power cord was allegedly improperly tie wrapped to the frame and supports. The tie wrap was allegedly loose enough that the movement of the head gatch motor caught it and the power cord got jammed in the joint where the motor shaft connects to the gatch and pinched it off. This allegedly resulted in arcing. No injury is alleged.

Manufacturer narrative:
The product has not been returned.